Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing at valves (vl95/98) which prevented the retic clearing agent to pass through to the retic pathway. The fse replaced the tubing and valves (vl95/98) which resolved the leak and the error messages. (B)(4).

Event description:
The customer reported the instrument was generating retic voteouts and clear fluid leaked from the coulter lh 780 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye wear and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.